Manufacturer narrative:
The country of origin is france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted ted with an implantable neurostimulator (ins). It was reported that for several weeks, the patient's ins changed in an undesirable way; the stimulation intensities referenced during the adaptivestim adjustment session were not those that the ins delivered. A factor that might have led/contributed to the issue was that the patient fell. The representative changed the setting intensities for each of the positions by defining the intensities of the standing and moving positions at the same threshold, so that the patient was not affected by variations when walking. The representative stopped the session and asked the patient to move and check what position was detected on their controller. The position was correctly detected but the intensities were no longer the correct ones. The representative completely erased the data and started again by carrying out the orientation step another time. This did not resolve the problem. They had to temporarily deactivate the adaptivestim function. Surgical intervention did not occur and was not planned.

Event description:
Additional information was received. It was reported that the cause of the adapvestim issue was not determined. The patient must make an appointment for a clinician session (date non determined) to investigate the case regarding the further actions to resolve this issue. The issue has not since been resolved; for the moment the adaptivestim function has been simply turned off. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to the coding block: the annex f code has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.